Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Subsequently, the usb cable melted into the pump. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 273 mg/dl.